Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that during cuts, the plastic mics handle came off because the screw at the bottom came off and into the field. Product evaluation and results: as per attached picture, the alleged failure mode was confirmed. Attached picture show that mics handle grip is disassociated from device. The product was not evaluated as the product was unavailable for inspection CAPA: 2127499 has been raised for the same. Product history review: device history records indicate 25 devices were manufactured under lot: k0anp and 25 devices were accepted into final stock on 1/12/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n: 209063, prodex, lot: k0anp shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc: 1429704 and CAPA: 1452931.

Event description:
During cuts, the plastic mics handle came off because the screw at the bottom came off and into the field. Case type: tka. Surgical delay: 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cuts, the plastic mics handle came off because the screw at the bottom came off and into the field. Case type: tka. Surgical delay: 10 minutes.